Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "possible rupture." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, device appearance (observed 40 mm dark patch edge material inside gel device) and crease flat. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact and non-penetrating nicks. Additional, changed, and/or corrected data: b.5, d.7. D.10, g.1, h.3, h.6.

Event description:
Device was explanted.